Event description:
The customer reported that the baths of the coulter ac*t diff 2 analyzer were not draining and approximately 5 ml of fluid overflowed onto the countertop. The customer indicated that the instrument generated vacuum errors and the leak was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and goggles at the time of the event and no injury or exposure was reported. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and discovered that the vacuum trap was full, preventing proper drainage of the baths and the vic (vacuum isolator chamber). The fse emptied the vacuum trap to resolve the leak and the vacuum errors, and ensured that the instrument was properly draining. Results: failure mode of the event is attributed to a full vacuum trap; the instrument operated as intended by generating an error message to alert the customer of an instrument issue. (B)(4).